Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed -no disposable clamp tubing- alarm. Settings reviewed and troubleshooting maneuvers were unsuccessful. Instructed patient to call his clinic to see if they want him to come in early or keep scheduled appointment. No patient injury was reported.